Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: the investigation of the returned device was unable to verify customer reported issue as valid. The returned unit passed all specific functional testing requirements, except for the lock having up and down movement. When in the locked position it did not move. The ratchet extension arm passed all functional testing for movement. The reported event of slippage could not be duplicated. General maintenance and cleaning has been performed. Unit was inspected further by quality engineering. Further inspection confirmed the findings from service & repair and found no additional deficiencies with the device. Root cause analysis: evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs team could not duplicate the reported slippage. Probable root cause is improper or suboptimal positioning of the skull clamp on the patient. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A customer reported that the tong of the mayfield composite series skull clamp (a3059) did not hold tension, the pins loosened and the patient slipped, resulting in scalp lacerations. No surgical delay was reported. Additional information has been requested.